Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was sent to the service center for evaluation. The defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. The measures used for repairing the defects are listed in the "proof of repair". Mechanical upgrade performed. Motor defective: replaced. Defective motor cable replaced. Defective o-rings replaced. Shaft locking defective: repaired. Unit cleaned. Functional test performed. Functional test according to test procedure completed. Electrical safety test according to iec (B)(4) completed. Safety test checklist enclosed. Hipot test completed. Electrical safety test according to iec (B)(4) completed. Safety test checklist enclosed. Possible root cause for the failures listed could be due to fair wear and tear, as the device is approximately 9 years old and could¿ve seen heavy use in the field. This serialized device was manufactured prior to kimball, therefore a DHR cannot be performed since the original manufacturer no longer exists and the current manufacture can no longer make any process correction or corrective actions if needed, per reference of memo. A review of the depuy synthes mitek complaints system revealed no other complaints of any type for this serialized device. And at this time no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
Description of fault: repair of unit. Unit is defect. Description of failure: default defective motor. Device error message: no other information available. Indication: when was the problem discovered?: pre-operatively. Surgical delay?: none.